Manufacturer narrative:
The samples were stored at room temperature and sampled within one hour of collection. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this incident and recovered within assay limits. The sensitivity for flagging was set at [2222], which is mid-level for all settings. Service was not dispatched for this event. Raw data analysis was conducted. The root cause based on raw data analysis is that the samples were not significantly abnormal enough to generate a blast flag. This sample run would have generated blast flags if the instrument sensitivity settings were set at the highest level for blast cells. The release of 1b1 software update includes the following: an increase in the sensitivity of the blast flagging preferences at the high level (3) setting, to meet your laboratory needs. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR represents event 4 of 10 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00929, 00930, 00931, 00933, 00934, 00935, 00936, 00937, 00938.

Event description:
Customer reported erroneous differential results for two patients tested over several days when using the coulter lh 780 hematology analyzer. Erroneous differential results were reported out of the laboratory until subsequent samples were run and had instrument generated flags. The test results were determined to be erroneous based on the presence of blast cells on manual blood smear differentials. Corrected reports were not issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 4 of 10 events reported by this customer for two patients over several days.